Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on up/down knob, water tightness was lost. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on the distal end was chipped. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesive around objective lens was peeled. Adhesive around light guide lens was peeled. Plastic distal end cover was burnt. Paint on air/water-cylinder was peeled. The universal cord had a wrinkle. Scope-connector was deformed. Indication on scope-connector was peeled. Switch 1, connecting tube, and protector of universal cord on scope-connector side were all scratched. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility cannot tell when the foreign matter adhered on the device. Not aware of the foreign matter, the time lag between the end of clinical use and the start of pre-washing noted unknown. Water and air was supplied to the air/water nozzle. There were problems with the accessories used for reprocessing. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, reduced angulation of the evis lucera elite colonovideoscope. Inspection and testing of the returned device found nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and new follow-up information provided by the customer.. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed malfunction. It was confirmed that the last repair history shown was on october 7, 2020. When it was investigated how the client had implemented the reprocessing, it was confirmed that the reprocessing had been done in line with the instructions for use (IFU). A definitive root cause for this issue was not established. However, it is presumed, with the investigation result on the foreign material, that the foreign material was adhered inside the air / water nozzle due to not enough foreign material being removed which clogged the air / water nozzle. Olympus will continue to monitor field performance for this device.